Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this implant procedure, the associated lead was placed into the high septum which looked like a great position. However, a lot of noise, poor sensing and pacing impedance measurements greater than 3000 ohms were noted despite using both channels on the pacing system analyzer(psa), switching cables and using a different analyzer. Next, the green implant tool was removed and replaced, the helix was extended and retracted again with no change. The implanter switched to a blue tool with four attempts and that did not resolve the issues. Additionally, the physician clipped the psa clips directly to the terminal pin, despite this being off lable use, and noise and the out of range impedance was still noted. The lead was removed and replaced without further incident. This device was successfully implanted. No adverse patient effects were reported.